Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156201.

Event description:
Voluntary medwatch received states the right ventricular lead exhibited high pacing threshold measurements. The lead remains in service.